Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a physical damage to the blue handle on the upper and lower portions. Further it was reported that there is a possible damage to the flow/bubble sensor and its cable, as the strain relief was not in place and the cable had a kink in it. The failure occurred during the transportation of the cardiohelp to another hospital without a patient connected. According to the customer the failure happend most probable due to wrong transportation, as the device was not shipped via medical transport. Therefore the customer believes the cardiohelp was improper packed. Complaint ID# (B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that there was a physical damage to the blue handle on the upper and lower portions. Further it was reported that there is a possible damage to the flow/bubble sensor and its cable, as the strain relief was not in place and the cable had a kink in it. The failure occurred during the transportation of the cardiohelp to another hospital without a patient connected. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. There was no damage on the flow/bubble sensor connector or the cable. The flow/bubble sensor functioned as intended. The blue brackets were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the customer the most probable root cause for the damage of the blue handle/safety bar were improper shipping materials. The cardiohelp device was shipped by a parcel delivery service, not via medical transport. The failure of the damaged flow/bubble sensor connector or cable could not be confirmed. However, referring to the risk file of the cardiohelp devicethe following root causes can lead to the reported failure: fail of device caused by loose connections (due to unsafe position/mounting/movement of device) wear/loosening of components. Moreover it is stated in the instruction for use of the cardiohelp (chapter 4.4 setting up and connecting the cardiohelp-I) that the check of the locking mechanism of the safety bar and the guard itself is part of the system preparation. Referring to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2020-11-27 to 2023-06-20. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-11-27. Based on the results the reported failure "blue handle damage" could be confirmed. But is not related to a device malfunction. This complaint failure was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2022-06-20 till 2023-06-20). Based on the results the reported failure "flow/bubble sensor connector or cable damaged" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the failure rattling noise coming from rotary knob when spinning will be investigated in complaint# (B)(4).